Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of exit site infection and peritonitis in a patient coincident with physioneal 40 unknown therapy. On an unreported date in (B)(6) 2009, the patient experienced an exit site infection described as discomfort, weeping, lumpy and sore around the dialysis port. The patient spoke with a representative at her renal unit and was diagnosed with peritonitis. The patient traveled to a local renal unit where representatives squeezed, pressed, drained and cleaned the infection. On an unreported date in 2009, the patient began remedial treatment with an antibiotic. The events of peritonitis and exit site infection resolved on an unreported date in 2009. It was not reported if physioneal 40 unknown therapy was ongoing. The reporter did not provide an opinion of causality for the events of peritonitis and exit site infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.